Event description:
The customer initially reported being unable to obtain readings due to receiving a sensor error message while wearing the adc device. A replacement product was ordered and due to a delivery delay, the customer was unable to monitor glucose levels and experienced symptoms described as "not hearing and unresponsive" and was unable to self-treat. Customer had contact with a healthcare professional who provided glucose shots as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer initially reported being unable to obtain readings due to receiving a sensor error message while wearing the adc device. A replacement product was ordered and due to a delivery delay, the customer was unable to monitor glucose levels and experienced symptoms described as "not hearing and unresponsive" and was unable to self-treat. Customer had contact with a healthcare professional who provided glucose shots as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section h10 - (addtl mfg narrative ) was incorrectly documented in the previous report. Correction has been made.

Event description:
The customer initially reported being unable to obtain readings due to receiving a sensor error message while wearing the adc device. A replacement product was ordered and due to a delivery delay, the customer was unable to monitor glucose levels and experienced symptoms described as "not hearing and unresponsive" and was unable to self-treat. Customer had contact with a healthcare professional who provided glucose shots as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.